Manufacturer narrative:
The expiration date has been populated and saved in esubmitter but shows as blank in the pdf download. The expiration date for the reported lot number is 04/29/2024. Device evaluation: nine devices were received and evaluated for the complaint regarding the needle button released event. All devices were received, and the needle mechanism functions were tested and verified to hove operated as intended. The complaint could not be confirmed for these devices.

Event description:
The patient called to report that he had 3 v-go 40 devices that the needle button released on its own. One of them it happened an hour after application. The most recent occurrence was on (B)(6) 2022. The devices are available for return to the manufacturer for evaluation purposes.